Manufacturer narrative:
(B)(4). Please disregard as gender is not valid since there was no patient involvement. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cart had a bad power inlet module due to a bad fuse and burned the power cord and the inlet module during cleaning. There was no smoke present. There was no patient involvement. There was no harm to staff. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the technician verified that the power inlet module was melted and the power cord had burn marks, but no exposed wires and the power module an cord were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No further event information available at the time of this report.